Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by a penumbra sales representive on (B)(6) 2019: the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2019-02201.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-02201.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, a smart coil was advanced to the target location. The physician then retracted and advanced the smart coil approximately 2-3 times until the coil took its intended shape. Next, the physician detached the smart coil using the handle. However, when the pusher assembly of the smart coil was pulled, the physician noticed the smart coil was retracted a few centimeters with the pusher assembly and did not detach. The smart coil was then re-advanced into the target vessel and the physician made another attempt to detach it using the handle. However, the smart coil still did not detach; therefore, the physician decided to break the proximal end of the pusher assembly to manually detach the smart coil. After a few attempts, the smart coil detached and was implanted into the target location. The procedure was completed using another coil. There was no report of an adverse effect to the patient.